Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from the 200s to 250 mg/dl and manual injections or bolus delivery were used to address the bg. Reportedly, the pump supplies were in use for 5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.